Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powered up. Upon troubleshooting actions, fse checked m-cabinet and found that the x-ray pc was not starting because the x-ray pc was defective. Fse replaced the x-ray pc. After the replacement of the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system cannot power up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.